Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that a looping occlusion error was displayed by the pump and it could not be removed. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for analysis. Service history was not performed. Review of the event history log (ehl) identified a "cassette not attached properly." The customer issue could not be duplicated. The root cause of the issue could not be determined. The pump worked normally. No further action was taken.